Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of issues with their sensor. The customer states they were not able to calibrate due to blood glucose levels being over 400mg/dl. The customer attributes the highs to having eaten and miscalculated. The customer states their levels normally run at 150mg/dl. The customer declined to troubleshoot for highs. The customer was advised to wait for levels to stabilize before calibrating.